Manufacturer narrative:
Block h6 (device codes): medical device problem code a050501 captures the reportable event of band could not be deployed. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: block b5

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6), 2021. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2021*** it was reported that the speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemostasis procedure performed on (B)(6) 2021. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.